Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had a delivery anomaly. The customer¿s blood glucose level was normal at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis.